Event description:
It was reported the patient's system was explanted due to a suspected infection at the ipg site.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The reported event for infection cannot be confirmed through product testing along. As received, the ipg communicate with lab utilities but did not pass autotest due to multiple broken feed through wires in the header. The damage is consistent with damage caused during the explant procedure. No root cause was identified for the reported issue. A DHR review was conducted and final packaging production record for 65- 3772 batch#: a000059423 showed no non-conformances recorded. Sterility record for sterile lot: pra06059 showed no nonconformances recorded.

Manufacturer narrative:
A patient had their system explanted due to a suspected infection at the ipg site was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.